Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the cause of the por was unknown. The patient was able to charge the ins to communicate and establish therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for essential tremors, movement disorders. It was reported that the physician didn¿t have the ability to communicate with the patient¿s ins. The caller had tried using patient programmer batteries, insr, and clinician programmer which had all failed to communicate with the patient¿s ins. The caller than confirmed overdischarge. The patient¿s last successful recharge was 2 month ago. Antenna failure with al mode was ruled out. Technical services than walked the caller through pmr and reviewed clearing por as well after the ins recovered. The caller would continue pmr until the patient¿s device recovered and would call back if further assistance was required. Additional information was received stating that they were inquiring about an echocardiogram that the patient was scheduled for that afternoon. The patient had continued to charge and had almost completed the 60 min prm. The caller stated that they would check in with the patient again in the afternoon. Additional information was received stating that the patient had trouble charging last week, but no specific date. They followed up with the patient and they said that their battery had charged 25% and planned on gaining a full charge and making it a daily routine. There were no further complications reported. Additional information was received stating that the patient saw por. The steps to clear it were reviewed and clearing the por message was successful. Therapy was turned back on. There were no further complications reported.